Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 4 events associated with this event type (dimensional discrepancy) and product code kwl. DHR and complaint history review.

Event description:
(B) (4): dimensional discrepancy. It was reported uhr head did not fit. Opened another head which did fit.